Manufacturer narrative:
The tech found the caster stems and horns were broken. He replaced the caster stems and horns to repair the bed.

Event description:
Info received indicates the casters continue to swivel when in brake.